Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, unique device identification(UDI), and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the led on right side of a positioning sensor unit (psu) was lighted orange, led on the middle was not lit and the left side led was green. Representative reported that there was no issue with recognition. The positioning sensor unit (psu) was replaced with another positioning sensor unit (psu). There was no patient present at the time of issue.

Manufacturer narrative:
The positioning sensor unit (psu) of the navigation system was returned to the manufacturer for evaluation. Testing found that aak (accuracy testing) testing failed at a value higher than specifications. The event logs showed that there was an intermittent illuminator current error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect psu has not been received by the manufacturer for evaluation.